Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval uation? Yes. D10: returned to manufacturer on: (B)(6) 2020. H6: investigation summary instrument sedi 40 00203 was returned to the manufacturer for service with respect to the reported defect ¿ broken instrument cover. The instrument was evaluated by visual examination and functional testing and two loose screws and two missing screws were found that hold the back plate in place. The screws were inserted and reseated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bedi-40 experienced stopper pops out of the tube and broken lid/cap. The following information was provided by the initial reporter. The customer stated "after inserting the sample, the lid opens automatically during the determination and the tube pops out. This does not happen each time. Sometimes it helps to switch off and on. Broken instrument cover".

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bedi-40 experienced stopper pops out of the tube and broken lid/cap. The following information was provided by the initial reporter. The customer stated "after inserting the sample, the lid opens automatically during the determination and the tube pops out. This does not happen each time. Sometimes it helps to switch off and on. Broken instrument cover".